Manufacturer narrative:
(B)(4). The customer reported that the unit was rebooting. There was no report of pt involvement. Philips verified the failure. Replacement of the internal data card resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit was rebooting. There was no report of pt involvement.